Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after feeling a notifier for upper out of range high voltage lead impedance measurements. The lead was explanted and replaced. The patient condition was good following the replacement procedure.